Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap extd life trans set separated from the tubing. The event was further described as ¿the white plastic connection on the end of the transfer set came apart¿. This was observed during patient connection, before initiating continuous ambulatory peritoneal dialysis therapy. The patient pushed the connector back in to use the transfer set for treatment. There was no patient injury. However; the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted that the silicone tubing partially separated from the patient connector. The reported issue was verified. The cause of the condition was undetermined, however the assembly between the silicone tubing and patient adapter is a friction fit and not solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.